Event description:
It was reported that the cuff was sticking to the point it would not inflate. There was patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Investigation summary: no sample has been returned from the customer. The photos provided are not clear and it is difficult to identify if there is a leak, sticky or could not inflate as the customer is reported. The cuff issues were not confirmed.